Manufacturer narrative:
We are unable to confirm the final disposition of the device because the device did not returned to manufacture. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : we are unable to confirm the final disposition of the device because the device did not returned to manufacture. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will b.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that during the installation, the leads ECG test failed and error code 9:14 was shown in the hardware error logs. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.